Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he received an error alarm but it could not be found in the alarm history. Blood glucose value was 15.2 mmol/l. It was found that the customer had received a motor error back in 2014; a replacement was sent but the customer returned the loaner insulin pump after 90 days and went back to using this device. Customer was advised to discontinue the use and a replacement would be sent.